Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarms were confirmed through the history, but upon further evaluation the alarms could not be reproduced. Evaluation found cracks in the upstream sensor tail pins which are known to cause false upstream occlusion alarms. The upstream sensor assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant false upstream occlusion alarm. There was no patient involvement.